Event description:
It was reported that the right atrial lead had varying impedance values due to a suspected lead fracture. The lead was capped and not replaced due to the patient having permanent atrial fibrillation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.